Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 306mg/dl. The customer experienced vomiting, stomach hurting, and high ketones. Troubleshooting was performed, and the drive support cap appears to be normal. Instructed the caller to run a manual prime test and the insulin did exit. The time and date were incorrect. Assisted the caller with correcting. The basal rates and bolus wizard settings were correct. Reviewed the alarm history and found multiple no delivery alarms. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.